Event description:
It was reported that, during the subcutaneous implantable cardioverter defibrillator (s-ICD) implanting procedure, the impedances were high within normal limits. The patient had a bad ejection fraction and the physician decided to not perform a defibrillation threshold (dft) test. There was no fat under the can and the lead placement was successful. Furthermore, this s-ICD was repositioned with good impedance measurements. This device remains in service. No adverse patient effects were reported.